Manufacturer narrative:
Date of event: actual event date is unknown. Investigation summary: based on the information available boston scientific (bsc) concluded, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with a water vapor therapy procedure and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms urinary tract infection and pain were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that the patient had urinary retention before a water vapor therapy. It was further reported that during the procedure, an attempt to give local anesthesia did a little to alleviate patients pain. The patient was admitted for urinary tract infection (uti) and hypokalemia after the procedure. The patient switched the physician due to dissatisfaction, and underwent a photoselective vaporization procedure of the prostate later. The patient is doing fine now.